Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator¿s display is white intermittently. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator¿s display is white intermittently during monitoring. The customer reported the patient was dead on scene. Based on additional information received, this report has been updated from non adverse event to death. The customer reported that when emergency medical services technicians connected a patient to the device and turned the therapy knob to ¿on/monitor¿, the display only showed a white backlight. The ems staff removed and re-installed the mrx¿s batteries but the problem was not resolved. Another ems unit arrived with another device to initiate cardiac monitoring. That device displayed a non-shockable rhythm. The ems staff was given a signed physician orders for life-sustaining treatment (polst) form at the scene, with do not resuscitate/comfort measures only orders. The patient was pronounced dead on scene and not transported to a hospital. No ECG rhythm strips or case events file were provided for review. A philips repair bench technician evaluated the device and was not able to confirm the issue, however, as the issue was intermittent, the bench replaced the display. The bench technician replaced the display. The device passed all performance assurance tests and was returned to the customer.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction: added "health professional" and "operator of the device."